Event description:
It was reported that the device was experienced a battery connection issue. There was reported no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.